Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic left hemicolectomy procedure, the surgeon closed the jaws to clamp the tissue and tried to squeeze the handle, however could not fire the device. Re-connected the cartridge in question to the handle, however the same event occurred. Replaced by a new cartridge and the firing was completed with no problem. No harm was caused to the patient.